Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl. It was reported that insulin leaked from o-ring position of reservoir and high blood glucose value was 300mg/dl. It was reported that they found bent cannula. The customer was assisted with troubleshooting and declined for high blood glucose. It was reported that the bent cannula was discarded. The insulin pump will not be returned for analysis.